Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The locking screw was broke at root of the screw and the head of it was removed, but the shaft part was left in the patient body. The patient was (B)(6) and bone quality was good, but the tup was not done.

Manufacturer narrative:
The affected devices was returned and the reported failure mode of screw breakage could be confirmed. It was reported (refer to answer in the communication tab) that "the patient was 25 years old and bone quality was good, but the tup was not done." It is known and anticipated that the screw might break in case of good bone quality. The optech "vax-st-1_variax distal radius op-tech" states the following: [...] Note: in hard, cortical bone a 2.3mm cortical drill bit (60-23341) or the 2.7mm tap (62-27010) may be used to insert the 2.7mm screw to help reduce the risk of screw breakage during insertion." [Original statements] the use of the 2.7mm tap (62-27010) might have prevented the screw breakage. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. The device inspection revealed the following: a brittle fracture with a orthogonal surface orthogonal to the shaft of the screw is observed. Furthermore, there are usage signs at the screw head. The observations indicate that high torque was applied. A review of the device inspection records did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If further information is provided, the investigation report will be updated.

Event description:
The locking screw was broke at root of the screw and the head of it was removed, but the shaft part was left in the patient body. The patient was 25years old and bone quality was good, but the tup was not done.